Event description:
Patient implanted with the promis fixation system in the us, underwent a revision surgery due to screw loosening. In the revision surgery, a pedicle screw was replaced while other screws remained in-situ and rods were re-used.

Manufacturer narrative:
No failure was indicated in the original procedure or in the explanted screw at the time of revision. Explant was not returned for investigation and no additional information about the revision is available at this time. Screw loosening is a known complication in spinal fusion and in orthopedic surgeries in general and may be attributed to multiple factors including bone quality, patient's age and weight bearing forces as well as surgical technique. The rate of screw loosening in premia spine procedures is much lower than the rates reported in the literature for spine fusion procedures.